Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter spanned the level of confluence of the renal veins with the inferior vena cave. The filter was in a slightly high position with its apex slightly above the confluence and its base with tines below the confluence. There was no evidence of thrombosis and no perforation.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter spanned the level of confluence of the renal veins with the inferior vena cave. The filter was in a slightly high position with its apex slightly above the confluence and its base with tines below the confluence. There was no evidence of thrombosis and no perforation.